Event description:
The customer reported a burn was noted on the pt's lip during the procedure. The burn was described as being the size of a pencil eraser. It was reported as 2nd degree and treated with ointment. The site reported a hole was noticed in the electrode insulation.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. Evaluation of the incident electrode confirmed a hole in the insulation. The electrode failed hipot testing, indicating exposed metal. The insulation was damaged along the length of the electrode. This type of damage is indicative of a user clamping onto the electrode, or inadvertently touching the electrode to a metal object. Review of the device history record did not identify any pertinent entries. The lot was released meeting all specifications.